Event description:
Complaint received concerning chemo leakage incident with use of one mc33382 15" microclave ext.set w/0.2 micron filter. It was reported mc33382 sets ".. Filter leaked after 4 intermittent 1 hour etoposide infusions on a q12 cycle. The dose was reported at 81 mg. The filter leaked into the bed causing unprotected chemo exposure to nursing staff, patient and family." The mc33382 device was removed, replaced and discarded. . Follow up information received reports the device set was pre-tested/primed and placed on (B)(6) with no issues noted at that time. The mc33382 device set had been infusing for 83 hrs prior to the leak. There was no harm to patient, family members or clinicians. Per standard hospital protocol, chemo spill kit was utilized.

Manufacturer narrative:
Conclusion: the involved mc33382 device was not returned for analysis and confirmation. The exact cause(s) of the reported event are unknown at this time.